Event description:
Davinci single site maryland bipolar instrument began smoking in an unusual manner, so it was replaced. The "2 no" maryland also began smoking unusually as the first, but it also melted the plastic at the joint/hinge. The melted portion prevented the instrument from being removed through the trocar/port. The entire port had to be removed. Both episodes occurred while the instrument was in use in the pt.